Event description:
A cartridge change error was reported with the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was guided through inspecting and cleaning parts of the pump, but when a new cartridge could not be fully snapped into place, technical support decided to send a replacement pump. The customer understood and acknowledged the resolution.